Manufacturer narrative:
Customer contact reports no patient information available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and review of the logs but did not confirm the reported issue.

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no report of patient injury.